Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 40 mg/dl with dizziness, shaking and tachycardia while on insulin pump therapy. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient¿s hypoglycemic event was associated with a loss of prime issue involving the insulin cartridge. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with loss of prime involving the insulin cartridge.